Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was isolated to the q12 and q16 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca, allowing high voltage to travel to low voltage circuitry. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.